Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer (fse) evaluated the power cord and confirmed that its coating had a tear. The fse replaced the power cord reel assembly and then completed safety tests. Following this, all preventive maintenance (pm) services, diagnostics, performance evaluations, and safety tests were performed, and a pm service order for the unit was requested. Once the report is received, the fse will complete it and submit it. The unit was approved for clinical use and returned to the department. The failure analysis and testing dept. Received with a reported unit failure of a slice in the power cord. The fat performed a visual inspection and found the part to have a cut in the outer jacket of the power cord. Please see attachment. Fat verified the reported issue but no root cause identified. Retaining the part in the failure analysis and testing department. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power cord coating had a tear in it. There was no patient involvement

Event description:
It was reported that during cleaning and set up of the unit, the cardiosave intra-aortic balloon pump (iabp) unit's power cord coating had a tear in it. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power cord coating had a tear in it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.